Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 128 mg/dl and the sensor glucose was 61 mg/dl at the time of the incident. The blood glucose was 120s mg/dl and sensor glucose was low 80 mg/dl and the high 60 mg/dl. Customer also has epilepsy so she had a small seizure at school. In last calibration the sensor glucose was 86 mg/dl and blood glucose was 101 mg/dl. Customer ate a few bites of the sandwich and drank juice and sensor glucose was 205 mg/dl with 3 arrows up 228 mg/dl blood glucose currently. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 69 mg/dl and blood glucose was 92 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The sensor will not be returned for analysis.